Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 102 mg/dl. Customer stated that whenever she presses the up arrow button, the pump will continue to scroll. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided. No further assistance needed.

Manufacturer narrative:
The up arrow button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.